Manufacturer narrative:
Femoral implant loosening was reported. Revision surgery is scheduled to replace the femoral implant and tibial poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Femoral implant loosening was reported. Revision surgery is scheduled to replace the femoral implant and tibial poly inserts.